Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart. A cold reset was performed test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify unexpected restart. A cold reset was performed alarm and excessive no delivery alarm due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarm. The customer was able to clear the alarm and rewind the insulin pump. The customer mentioned that the alarm did not occur after troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.